Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. Device evaluated by bd service and not returned to manufacturing facility for evaluation. The actual date of event is unknown. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 19dec2017. The review was performed from the date of manufacture to the present date 27apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had bent in pole clamp. There was no patient involvement.